Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had drawer failure. A field service engineer replaced the half-height drawer with a 3.1 to 3.2 inch main drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, there was a drawer failure, and an error message stated, "require maintenance." The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. The customer stated that there was no delay as the user had another station to retrieve the medications. There were no adverse events or injuries reported based on this event.